Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's husband, steve that customer is experiencing high blood glucose. The current blood glucose reading is 170 mg/dl. There was a hospitalization due to high blood glucose reading of 432 mg/dl. Customer experienced vomiting. Diagnosed diabetic ketoacidosis. Customer was treated with saline drip. Nothing further reported.